Event description:
The pt underwent a diagnostic procedure. The physician, an interventional radiologist, closed the arteriotomy with the closer tsl6 fr. Device. The pt called pt's physician 2 days after event date and was seen 3 days after event date. Pt presented with a low grade fever and a 7cm hematoma at the groin site. The pt was treated with dicloxicillin for low grade fever, warm compresses to resolve the hematoma, and pt was discharged home. Five days after event date the pt went to another hospital's ER presenting with pain and bleeding at the site. Pt was referred back to pt's physician. Another ultrasound was performed and revealed a 7 cm hematoma at the site. Pt was taken to surgery for superficial evacuation of the hematoma and the suture ends were trimmed. Cultures from the hematoma were positive for mrsa. The pt's fever persisted and surgery for vessel resection and bypass from the external iliac to superficial femoral artery was performed. The pt experienced an mi during the procedure. Results from cardiac echo following the mi revealed a decrease in ejection fraction. However, the pt's cardiac prognosis is good. Apparently, the infection did not clear and during the pt's convalescence, the vessel spontaneously ruptured and the pt coded. Pt was resuscitated and is still in hosp.